Event description:
The customer reported to beckman coulter (bec) obtaining intermittent false positive nucleated red blood cell (nrbc) results on the coulter lh 750 analyzer when compared to the rerun results on a second lh750 analyzer. Per the information provided, the false positive nrbc results occurred over a couple of days. The customer provided instrument printouts for four (4) patients tested on (B)(6) 2013. Patient results are provided in section b6 of this report. The customer bleached the apertures and flow cell, but troubleshooting did not resolve the issue. Based on provided data, it has been confirmed the false high nrbc results were recovered on the initial run obtained from the lh750, serial number (B)(4) instrument, with instrument generated r flags, when compared to the rerun on the second lh750 instrument for three of the four patients provided. The fourth patient exhibited comparable nrbc results on the initial and rerun results; both with instrument generated flags. No erroneous results were reported out of the laboratory. There was no death, injury, or effect to patient treatment.

Manufacturer narrative:
The samples were collected in 4ml edta tubes and were placed on the rocker for 5 minutes. Per review of the control data, the analyzer is currently performing within quality control (qc) specifications with respect to controls. Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse reviewed nrbc results and confirmed the nrbc messages/flags. The fse verified that the vcs* module was optimized with no issues found. Upon further investigation, the fse found that tubing popped of the bsv (blood sampling valve) and reseated the tubing. The fse tested and verified the instrument operations. Failure mode was disconnected tubing on the bsv. However, the system provided instrument generated flags to alert the operator to review the results. *vcs measurements: v-volume, c-conductivity, s-light scatter.